Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found.  Receiver charged and will boot: failed. Review of the downloaded data log did not confirm the reported event of loss of connection. The complaint confirmation was unable to be determined. Transmitter sent a "transmitter error alarm" message to the smart device and\or receiver on (B)(6) 2018. No additional patient or event information is available.